Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon clipped across the large cystic duct and the clip did not go all the way across. The surgeon removed the clip and when doing so the clip broke in half and fell into the patient. The two pieces were retrieved. The same device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: a review of the photograph submitted from the firing of an er420 shows the back table shot of two halves of a clip. Based on the photographic evidence the event description can be confirmed. Unfortunately the photo does not provide enough evidence to determine root cause. Hands on device analysis may provide the evidence necessary to confirm the root cause of the event.